Event description:
The customer reported that the ortho provue analyzer interpreted weakly positive reactions as negative. Visual inspection of the processed gel card and manual gel test confirmed the sample was weakly positive. No erroneous results were reported. The false negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site, and performed adjustments to the reader camera and created a new reference. However, the issue still persisted with the sample in question. The fe went back to the site the following day and run camera adjustments optic and position, replaced the visor and created a new reference image and run controls again. The fe indicated that the equipment was working correctly, detecting a weak positive pt sample. Repairs have returned this instrument to expect operation. This customer had not logged any complaints against this analyzer since this incident. Incident is isolated.